Manufacturer narrative:
(B)(4).

Event description:
It was reported that the doctor stated there was blood back in the intra-aortic balloon (iab) helium driveline immediately after starting therapy. The doctor also stated that the central lumen had cracked and that's where the blood came from. The doctor did not notice if the balloon membrane had been compromised before discarding the iab. As a result, the iab was removed and new iab was inserted. There was no report of patient complications, serious injury or death.

Event description:
It was reported that the doctor stated there was blood back in the intra-aortic balloon (iab) helium driveline immediately after starting therapy. The doctor also stated that the central lumen had cracked and that's where the blood came from. The doctor did not notice if the balloon membrane had been compromised before discarding the iab. As a result, the iab was removed and new iab was inserted. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
(B)(4). No part was returned to teleflex chelmsford for investigation. The reported complaint of blood back in the helium driveline is not able to be confirmed. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revived risk. This will be monitored for any developing trends.